Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior side assessed as unidentified (tear) and opening crack side assessed as cracked valve seat diaphragm valve. (Shell thickness within specification). ¿ visibility/palpability : unable to observe since it is a medical event is not related to the device. ¿ migration device : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ wear abrasion observed on the device. ¿ yellow particles observed inside the device. ¿ crease fold observed on the device. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side "saline implant deflation" and that the ¿left side is not as firm and laying over to the side.¿ patient additionally reported that the left side implant is "coming out of where it was sitting" and is now closer to the arm, and it is also losing its "tightness." No indication of treatment or surgical reoperation. Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Patient reported left side "saline implant deflation" and that the ¿left side is not as firm and laying over to the side.¿ patient additionally reported that the left side implant is "coming out of where it was sitting" and is now closer to the arm, and it is also losing its "tightness." No indication of treatment or surgical reoperation. Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2012 and (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.